Event description:
It was reported that there were holes outside the catheter. A renegade hi-flo kit was selected for use in the kidney. During preparation, it was noted that there were holes outside the catheter. The device could not be used and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub and shaft were visually inspected when returned. The renegade device showed multiple areas of shaft damage located 126.5cm from the hub. The device showed a stretched shaft located 133cm from the hub as well as a hole in the catheter. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for shaft damage. No other issues were identified during the product analysis.

Event description:
It was reported that there were holes outside the catheter. A renegade hi-flo kit was selected for use in the kidney. During preparation, it was noted that there were holes outside the catheter. The device could not be used and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.